Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer representative regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had fallen several times and did not feel stimulation in the back as she did before. X-rays showed that the lead migrated down two levels. The patient was unaware of anything other than the falls that may have led or contributed to the issue. A lead revision was to occur on (B)(6) 2016 and the hcp planned to replace the leads. The issue was not resolved as of (B)(6) 2016, but it was noted that the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient had their revision on the day of the report. The physician did not note any instability of the anchor and the suture was intact. The cause of the lead migration was unknown. New leads and anchors were implanted and the current implantable neurostimulator (ins) was used. Intra-op testing the patient reported coverage as they had during the original trial and the leads were placed back at the height they were after the initial implant.

Manufacturer narrative:
Analysis of the leads (s/n: (B)(4)) found no anomaly. (B)(4) pertains to the leads (s/n: (B)(4)). (B)(4) no longer applies. Fdm pertain to the leads (s/n:(B)(4)). Fdr pertain to the leads (s/n: (B)(4)). Information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID 97791, lot # unknown, product type accessory; product ID 97791, lot # unknown, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.